Event description:
Administers the medication copaxone to spouse using the autoject2 device. Reports that approx 7 months ago first device failed to inject the needle so it broke the skin and medication leaked out. Medication is received from local pharmacy in pre-filled syringes that are loaded into the mechanical device. Pre-filled syringes can be used to administer medication without use of device, but if a dose is skipped, or in these cases medication leaked out into skin when needle did not insert, it is advised to wait until the next scheduled dose to take medication. Reporter contacted pharmaceutical's support line for copaxone users and was sent 2 new autoject2 devices. Reporter claims both devices sent failed on first use and again contacted them, who sent them 4 new autoject2 devices. Reporter states three failed and they were using the fourth with limited success. The device is set to a pre-determined needle penetration depth, the pre-filled syringe is loaded and device is placed against the skin at the injection site. Pressure is applied which moves the injector body against the syringe housing and causes the safety lock to release so the trigger button on the end of the device may be pushed causing the syringe needle tip to be inserted into the skin to the pre-determined depth and a red square will appear in the device's indicator window when all of the medication has been injected. Reporter explained this usually takes 8-10 seconds and the fourth device they have been using has been taking an unusually long time. A specific sequence of events could not be determined, but the consumers have two autoject2 devices; it is unknown when or why the second, unopened, device was obtained. The support line was contacted by FDA and the company representative, was given the consumer's contact information so it could be arranged for a new device to be sent to them. The same afternoon, reporter contacted FDA and again to report the device they had been using just failed (to break skin and inject medication). They gave the lot number of the device that had just failed to be j5u and the one that they had in an unopened box was lot# l9y and had been filled in 04, date of MFR 2004 feb. Said the lot number l9y is valid support program for copaxone and they report complaint received on the autoject2 device to owen mumford. Reporter stated they have thrown away the other failed devices. Company representative was to contact consumer directly and arrange for a new device to be sent to them and possibly collect the failed ones to analyze for defects. They also stated they can send nurses to the consumer's home for an instructional session to be sure they are using the device correctly. They did review call history for the consumer to the solutions line and noted reporter had requested not to be contacted on their previous calls. The solutions staff would contact and they would courier new autoject2 devices to the consumer; the company representative stated they would normally try to have the defective devices returned. The devices are manufactured by owen mumford; autoject2 is for use with the drug copaxone, and the device and drug are distributed. Reporter has thrown away the other autoject2s they have failed and had with them an autoject2 that was "filled" 2004 and had called to give lot numbers and reported the j5u had just failed and the l9y was unopened.